Event description:
It was reported patient underwent hip arthroplasty on unknown date. A subsequent revision was performed (B)(6) 2012 due to fractured augment block. No further information has been provided to date.

Manufacturer narrative:
Evaluation of device found evidence that the augment was not integrated well into the cement mantle and contributed to the fracture of the augment which may be a result of the surgical procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.